Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is currently underway. Device evaluation of belt sn (B)(4) has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient's death. During the incoming functional testing of the belt, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device manufacture date: monitor: 02/21/2014; belt: 05/23/2014.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2016 while wearing the lifevest. Review of the event indicates that the patient experienced an asystole event during which 3 inappropriate shocks were delivered. Oversensing of low cardiac signal contributed to the false detection. The response buttons were not pressed during the event. There is no indication that the lifevest caused or contributed to the patient's death as the patient was already in asystole when the shocks were delivered.